Event description:
It was reported that a gradual rise in the shock impedance from the right ventricular (rv) lead had been observed since the implant procedure. Upon remote device data review, an out of range shock impedance measurement of 162 ohms and noisy signals were observed. Because of the patient's bed-bound condition and status in palliative care, the physician elected to program therapy off, to resolve the event. The patient was stable with no adverse consequences.